Event description:
It was reported that the customer inadvertently damaged the end of the usb cable and it could no longer be used to charge the pump battery. There was no reported adverse impact to customer's blood glucose. Customer used an alternate cable to resolve the issue.